Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. Analysis of the sample showed that a leak test was performed and a leak was observed at the junction of the tube and the luer adapter. The area was evaluated under magnification and it was observed the tube is damaged. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva leaked. Catheter has leaking on insertion. Patient required additional IV stick.